Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed. It was noted that the patient had a competitor lead implanted. The low impedance was not reproducible in-clinic. No action was performed. The patient will continue to be monitored.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported event of impedance anomaly could not be confirmed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
Correction: patient was stable post-device replacement procedure.